Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to filter tilt, stenosis, blood clots/clotting and thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The reported ivc perforation could not be confirmed without procedural films for review. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis within device or within the ivc vasculature do not represent a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: tilt, stenosis, blood clots/ clotting and thrombosis. As a direct and proximate result of these malfunctions. The patient suffered life-threatening extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
Additional information received per the medical records state that the indication for filter placement was a totally clotted right popliteal, infrapopliteal, superficial femoral vein and up to common femoral vein. The day before the index procedure the patient started regional thrombolysis. Immediately prior to the index procedure mechanical thrombolysis of right common femoral, popliteal vein and superficial femoral vein was completed. The filter was deployed via the patient's left common femoral vein. The filter was placed just below the renal vein. The patient tolerated the procedures well.  Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, stenosis, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately twelve years after the index procedure. The form also states that a computed tomography (CT) scan revealed tilt, stenosis, blood clots/clotting and thrombosis. The patient also experienced emotional distress, mental anguish, anxiety and stress. The patient is deceased, but there was no indication if this was related to the device. It was previously reported that the implanted device was a trapease filter. Per the medical records and short form, the implanted device was the optease filter. It was reported that a patient underwent placement of an optease vena cava filter, it was originally reported that a trapease filter was implanted, however, additional information indicated that it was an optease filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, stenosis, blood clots/ clotting, thrombosis and/or occlusion of the of the inferior vena cava (ivc), reportedly identified via a computed tomography (CT). The information also indicated that the patient is deceased, the cause of death and the date of occurrence were not provided. The patient became aware of the reported events approximately twelve years after the index procedure. The patient also experienced emotional distress, mental anguish, anxiety and stress. The patient is deceased, but there was no indication if this was related to the device. According to the medical records the indication for the filter placement was a totally clotted right popliteal, infra-popliteal, superficial femoral vein and up to the common femoral vein. The day before the index procedure the patient started regional thrombolysis. Immediately prior to the index procedure mechanical thrombolysis of right common femoral, popliteal vein and superficial femoral vein was completed. The filter was placed via the patient's left common femoral vein and deployed placed just below the renal vein. The patient tolerated the procedures well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc stenosis or occlusion does not indicate a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without procedural films or post-placement imaging the report of tilt, stenosis and occlusion of the inferior vena cava (ivc) could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. It was reported that the patient is deceased, no details or cause of death have been provided, as such a relationship between the event and the filter cannot be established. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data: it was previously reported that the implanted device was a trapease filter. Per the medical records and short form, the implanted device was the optease filter. The patient is deceased, but there was no indication if this was related to the device.